Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. Customer changed pump supplies to address the issue.